Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was powered up into manual mode and a pads on is detected and an ECG signal was obtained through the pads lead. The device continued to monitor ECG through pads until the device is moved to pacer mode. When in pacer mode, the ECG signal cannot be viewed through the pads lead, and can only be viewed through monitoring leads. The device was recertified and returned to the customer. No trend is associated with reports of this type.